Manufacturer narrative:
(B)(4). The patient experienced peritonitis in (B)(6) 2014. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as pt did not wear a mask. On an unreported date, the same month as the event, the pt was hospitalized for peritonitis. During the same month, the pt was in and out of the hospital for peritonitis and pancreas swelling. On an unreported date, the pt was treated with unspecified antibiotics for peritonitis. In the following month, the pt was discharged from the hospital. At the time of this report, the pt was recovering from the peritonitis event. Additional information was requested but is not available.